Event description:
Covidien received a report that an 840 ventilator experienced a malfunction. The customer reported that a patient with an endotracheal tube (ett) was on a ventilator the patient became disconnected from the tube and the ventilator visually alarmed. The customer reported that there was no audible alarm. An ambu bag was then used for ventilation and the patient subsequently died. The customer then reported that the hospital biomedical engineer later inspected the device found the alarm silence option had been activated on two separate occasions during this event. They then reported that they did not believe the device contributed to the patient's death.

Manufacturer narrative:
The investigation is ongoing. (B)(4).

Manufacturer narrative:
Evidence from alarm logs indicate no evidence of a device malfunction that caused or contributed to patient outcome.